Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not speak english, so the troubleshooting was done with a family friend. The customer had reverted to manual injections. The customer's blood glucose was 13.3 mmol/l. The no delivery alarm persisted during troubleshooting. The reservoir was removed from the insulin pump and manual priming was attempted but the customer was unable to manually push insulin through. The displacement test passed. It was noted that the customer was using expired products. The customer was advised how this could cause the no delivery alarm. Nothing further was reported.